Event description:
Pt placed on "bipap" vision with full face mask. When "bipap" initiated, the blue valve on full face mask would not fully open. Pt decompensated with desaturation and increased respiratory distress. Blue valve on face mask had to be manually released to open valve completely. Pt responded appropriately with increase in saturation and color.